Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system with a power pulse adapter kit attached to the spike. The pump, effluent/supply line, shaft and tip were microscopically and visually inspected. Inspection of the device presented no damage or irregularities to the shaft of the device. There was a small amount of fluid in the attached waste bag, but no blood, when received. The guidewire used in the procedure was not returned for analysis, so a test guidewire was used for functional testing. The guidewire was able to be inserted and advanced through the catheter with no resistance or issues.

Event description:
It was reported that the wire perforated the device. The target lesion was located in the distal popliteal and anterior tibial artery. An angiojet solent omni was selected for a thrombectomy procedure. The device was inserted over a guidewire and run for minimal time. The device would not further advance. The catheter was removed from the patient's body. It was observed that the wire pierced through the shaft and exited into one of the side holes of the catheter causing the catheter to be kinked. The catheter was replaced with another of the same device but it failed to prime. The procedure was completed with an angiojet dista catheter. No patient complications were reported.

Event description:
It was reported that the wire perforated the device. The target lesion was located in the distal popliteal and anterior tibial artery. An angiojet solent omni was selected for a thrombectomy procedure. The device was inserted over a guidewire and run for minimal time. The device would not further advance. The catheter was removed from the patient's body. It was observed that the wire pierced through the shaft and exited into one of the side holes of the catheter causing the catheter to be kinked. The catheter was replaced with another of the same device but it failed to prime. The procedure was completed with an angiojet dista catheter. No patient complications were reported.